Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. The defects reported by the customer were verified and repaired. The reported complaint of the device being defective was thus confirmed. On inspecting the device, further deficiencies were found to be impairing device function. The following repair activities were performed: preventive replacement of o-rings performed. Motor corroded - motor replaced. Motor not turning smoothly - motor replaced. Short circuit in the motor cable - motor cable replaced. Resistance value out of specs: handcontrol set replaced. Contacts of the keypad corroded: handcontrol set replaced. The unit was cleaned and functional, hipot and electrical safety tests were performed according to the test procedure. It was noted in the input check report that the black button does not function. Corrosion of the motor and the keypad contacts is the root cause for the defective motor and the button failure. Excess fluid ingress in the motor and fluid contact over time may lead to corrosion. The definite root cause for the electrical short was undetermined. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on april 13th, 2018 and passed all functional testing before being returned to the customer. No further investigation is required. The device was fully repaired and functional. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado hand piece with hand controls has an article defect.